Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial# (B)(4), use by date: 28-jul-2019, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and had high impedance. The rv lead was capped and an attempt was made to gain access to place a new rv lead; however due to an occlusion of the vessel, the attempt was abandoned. The patient was determined to be a good candidate for a leadless implantable pulse generator (ipg) due to persistent atrial fibrillation, so an ipg was implanted. Post implant, a pericardial effusion was identified, and transesophageal echocardiography was performed. Contrast was injected intravenously to evaluate if the bleed was from venous access as the patient presented with jugular distention. It was assumed that the bleeding was not in direct relation to the ipg placement, rather from a venous tear created while attempting to gain venous access at the traditional pacemaker site. The patient was scheduled for surgery after coding multiple times overnight and receiving transfusions. The patient passed away three days later.